Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: 0207310076, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, lot#: 0208226482, implanted: (B)(6) 2014, product type: lead. Product ID: 37081-60, lot#: njb150082v, explanted: (B)(6) 2017, product type: extension. Product ID: 37081-60, lot#: njb150066v, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that due to an accident in 2018 the patient had their left electrode replaced but the right was the ¿original¿ one since implanted in 2014.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a newly implanted implantable neurostimulator (ins) for a patient with ons. It was reported there was a change in stimulation. The impedance measurements were slightly higher than in (B)(6) which would be a reason for the change in stimulation that the patient was experiencing. None of the impedance values were out of range. The impedances did not indicate a clear connection issue or lead/extension fracture but it was recommended to keep an eye on them. It was recommended to reprogram the ins with a high amplitude to counteract the elevated impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the customer did a new control via x-ray and they can´t see any dislocation of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. There were no falls or traumas prior to the change in stimulation. The previous ins ran out of charge so the ins was replaced. After that, the stimulation sensation was changed even though the programs were the same. Regarding the change in stimulation, it was noted that both the sensation and area of the stimulation was changed. Some areas that had stimulation do not have stimulation and some areas that did not have stimulation do have stimulation. In regards to the sensation, it differed in how the sensation was feeling for the patient. Overall, the patient was not satisfied with the changes. The cause was not determined. Technical services was not able to obtain the data file from the clinician programmer because it was destroyed by too many attempts of the customer to download it to the computer. Another data file was also attempted to be obtained on (B)(6) 2017. Reprogramming was attempted to change the settings in different groups and "under groups". There was no good outcome so far. The change in stimulation has not been resolved. Another manufacturer representative will go there within to two weeks to try and solve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Another data file was obtained by the manufacturer representative. Regarding the initial complaint of the patient (change in stimulation), there was no evidence that the ins was malfunctioning. Based on the current information, it did not look like the device was causing the change in stimulation since the latest reported impedances were within normal range and the device data did not reveal any anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that a revision will be performed in (B)(6) 2018. The timeline was set due to the medications the patient was using. Intra-operative troubleshooting will be performed by the manufacturer on both extensions and the left lead. The surgeon will talk to the patient about the ins replacement before the surgery. So far, the e-program was working for the patient. Of note, the lead was previously implanted on (B)(6) 2012.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that there was an ongoing problem with a patient and they have been troubleshooting. The patient was now so ill because of the pain in the head so they had to transfer acute to the hospital. This has been an ongoing problem with the pain stimulation since (B)(6) 2017 after a battery replacement. The patient had therapy issue since (B)(6) 2017 after a battery replacement. The patient complained of burning sensation near the ear, close to the lead. It was discussed with the manufacturing representative to avoid contact 2 in the programming due to suspected fluid short due to patient symptoms. Program e was created that took a better and bigger part of the left side of the head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called the manufacturer representative on (B)(6) 2017 and reported that program setting a caused cramps in the head and also on the right side of the head when just stimulating on the left side. The cramps turned up in the face. The manufacturer representative did not "work out at all" to adjust down the stimulation. As soon as the patient got it right with the stimulation, the cramps turned up. The manufacturer representative did advise to stop stimulating with the program a. Then the patient switched to the program e and the stimulation was working. The patient was now having the stimulation on 24/7. Impedance measurements were taken on (B)(6) 2017. The patient stated that, when the electrode impedances were performed, it was like popping corns inside the neck and went up on the head on the right side of the head, in the right ear height. The patient also received red reactions on the skin (on both the scars at the neck and by the left lowest rib). It was very intense for three days but went away by itself. The impedances for contact 4, 5, and 6 looked fairly low compared to the others. It was expected if there was a fluid in the system, it was likely around the contacts. The fluid could also explain the shocking sensation the patient experienced during the impedance measurements. Since the patient had been experiencing it since the ins revision, the most likely entry point for the fluid was in the ins/extension connection (header block). Intraoperative troubleshooting was performed on the patient on (B)(6) 2017. Of note, the patient's horton headache was on the left side of the head and they eye was also part of the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative requested a calculation of the lifetime of the existing ins with the settings on group a and e and stimulation 24 hours / day. The battery was at 2.830 volts. Technical services indicated that it was difficult to estimate the remaining longevity since they've done a lot of reprogramming. An estimation of 29 months for group a and 13 months for group e was provided, however, it cannot be guaranteed that the patient will not have the same symptoms if the suspected fluid is in the header block. A call was received from the manufacturer representative prior to intra-operative troubleshooting regarding the impedances that indicated the left lead (0-7) impedances looked strange. The impedance on contact 1 and 2 was greater than 40,000 ohms. Intra-operative impedances indicated the leads have open and short circuits and will be replaced. The ins was also replaced, and the extensions likely as well. The model and lot numbers of the lead and extensions associated with the event were unknown, however, were implanted in 2012.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, lot# 0207310076, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, lot# 0208226482, explanted: (B)(6) 2017, product type: lead. Product ID: 37081-60, lot# njb150082v, explanted: (B)(6) 2017, product type: extension. Product ID: 37081-60, lot# njb150066v, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that, after the ins replacement, it turned out to not stimulation too good on the left side. The patient first experienced the change in stimulation on (B)(6) 2017. The actions started from the customer with reprogramming on (B)(6) 2017. The patient experienced a lack of therapy and very different stimulation sensation. Over time, it was less and less pain stimulation on the left side even if there were several times of reprogramming of the lead contacts, pulse width and rate. The had a lack of stimulation more and more in the right pain area. The doctor and nurses did reprogram the patient with several programs. Some programs had less active electrodes and also with higher/lower amplitudes with higher/lower rates and with larger/smaller pulse width. The result was that not much therapy reached the area which led to suspicion of extension problems. Impedance troubleshooting and reprogramming was performed on (B)(6) 2017. The doctor switched out the pain stimulation system because of the acute lack of pain stimulation therapy. The patient received a lot of pain so had to be treated at an ICU-ward with intravenous pain drug treatments. The issue was not resolved. The leads, extensions, and ins were explanted on (B)(6) 2017.